Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer report number: 3006705815-2023-01140, 3006705815-2023-01141 it was reported that the patient's system was autoreducing due to high impedances on both leads. It was also noted that the patient was experiencing a burning sensation at the ipg site. As a result, the patient underwent surgical intervention on (B)(6) 2023 during which the ipg and one lead was explanted and replaced, and the other lead was repositioned. All issues were resolved post-operatively.